Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4524 implantable pacing lead - (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and low impedances, resulting in a lead polarity switch. It was recommended that the lead continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.